Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report programming being changed on a homechoice (hc) machine during use. The home patient (hp) stated the machine had lost the programming and added cycles after it was programmed. The technical service representative (tsr) initiated a swap of the machine. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. A service history review and device history record review revealed no previous service events were related to the reported condition. Home choice return instrument test / evaluation (rite) functional test and electrical safety analyzer test were performed and passed. Review of the logs reveals therapies performed the day of the reported issue and the date prior were completed as programmed. The problem is not confirmed. Ran test therapy using the rite parameters revealing no issues. Internal inspection reveals no issues. The assignable cause of the problem is undetermined. The device was sent for normal servicing.